Manufacturer narrative:
B5: the customer contacted philips remote service engineer requesting for part number for the touchscreen assembly. The touchscreen part number was provided to the customer. Multiple attempts were made to follow up with the customer to obtain information regarding the repair and operational status, but no response was received. Due to the lack of additional information, the alleged device malfunction could not be confirmed.

Event description:
It was reported to philips that the device had a touchscreen malfunction. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.